Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked "where the lines come out of the door". This occurred during an unspecified process step of peritoneal dialysis therapy. The patient was not connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.